Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). D4 UDI: (B)(4). Review of the most recent repair record determined the pre-repair calibration and testing could not be performed due to a damaged comb. The bottom roll was also worn and so the comb, bottom roll, and gear were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Once an evaluation of this device is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the mesher is locked and will not open. The inside frame is bent. A graft was destroyed and then left the mesher down. Not aware of how long it was down for or when the issue happened. The event occurred during surgery. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted. Concomitant medical devices: z.s.g.m. Cutter 1.5:1 ratio caution: sharp; catalog number: 00770301500; serial number: (B)(4); z.s.g.m. Cutter 2:1 ratio caution: sharp; catalog number: 00770302000; serial number: (B)(4); z.s.g.m. Cutter 3:1 ratio caution: sharp; catalog number: 00770303000; serial number: (B)(4); z.s.g.m. Cutter 4:1 ratio caution: sharp; catalog number: 00770304000; serial number: (B)(4).

Event description:
It was reported that the mesher is locked and will not open. The inside frame is bent. A graft was destroyed and then left the mesher down. Not aware of how long it was down for or when the issue happened. No adverse events were reported as a result of this malfunction.